Event description:
It was reported that during a posterior lumbar fusion, a matrix screwdriver sleeve was not working, the threads appeared stripped and it wouldn't hold a screw. There was a twenty second delay and another instrument was available for use. There was no patient harm. When the device was returned to the manufacturer, it was noted that the device has material missing from the distal tip of the sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one matrix holding sleeves (part# 03.632.036, lot# 6719148, mfg dec2011) were returned with the complaint that ¿during a posterior lumbar fusion, a matrix screwdriver sleeve was not working, the threads appeared stripped and it wouldn't hold a screw.¿ upon receipt of this device it was seen that the most distal level of threading has broken off and is missing from these holding sleeves, this complaint is confirmed. It is unknown what caused this complaint; however the damaged threading may be a result of off axis force while the device was not fully seated in a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: magnum manufacturing center (now known as relius medical, llc) manufactured the holding sleeve long for matrix, part number 03.632.036, and lot 6719148. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.